Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument loose cable was confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is missing from clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the maryland bipolar forceps instrument had a loose cable and an exposed wire at the distal end. No patient harm, adverse outcome or injury was reported.